Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3 years post initial procedure, at a routine follow-up, angiography identified a type ib endoleak and a type ii endoleak (non - device related failure). Physician elected to coil the inferior mesenteric artery (ima) and implant an ovation ix extension to treat these events. Treatment was successful and patient is doing well.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3 years post initial procedure, at a routine follow-up, angiography identified a type ib endoleak and a type ii endoleak. Physician elected to treat with inferior mesenteric artery (ima) cooking and implant of an ovation ix extension. Treatment was successful and patient is doing well. Additional information: the type 1b endoleak is refuted, rather there was poor stent wall apposition in the proximal right common iliac artery. Clinical assessment also identified sac growth of 6.5 mm during review of the post implant computed tomography (CT) scan.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to refute the reported event of the type 1b endoleak, rather there was poor stent wall apposition in the proximal right common iliac artery and distally there was seal. The event is most likely user related based on its presence on the final angiogram at implant as well as the one (1) month post computed tomography (CT) scan. The type 2 endoleak (non-device related) of the inferior mesenteric artery event is confirmed and is most likely anatomy related. No procedure related harms were identified with the medical records and imaging available for review. In addition, clinical assessment identified sac growth of 6.5 mm during review of the thirty-five (35) month post implant computed tomography (CT) scan. The final patient status was reported as discharged one (1) day following a successful endovascular repair. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b1: adverse event/product problem has been updated. B5: describe event or problem has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.